Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 21 mg/dl. The customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was low blood glucose. Customer was treated with short acting insulin. Customer was wearing the pump and was removed from her body when at the hospital. Customer was advised to monitor pump and blood glucose. Customer was advised to call healthcare provider to discuss possible causes of low blood glucose.